Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4557m-53 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that both the atrial and right ventricular leads had decreasing impedance in unipolar. Both leads were capped and replaced. No patient complications have been reported as a result of this event.